Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple alarms stopping insulin at random. The customer could not recall what the messaging said. The customer's blood glucose (bg) level was in the high 200s (mg/dl). A bolus via the pump was delivered to address bg level. That customer could not provide any further information regarding the reported event.